Event description:
Removed 3 reeds due to infectious disease. Rv {ICD) lead ra lead, lv lead 1 each. All leads were ported on (B)(6) 2012. Severe adhesion tissue was found near the ra lead tip, coil, and subclavian, and calcification of blood vessels was found under the clavicle. Removed from the lv lead. Since it did not come out due to traction by hand, I inserted the lead locking device kit (lld) ez after stumping, but it did not proceed, so I used a liberator made by cook. It was locked in the vicinity of the coronary vein inlet portion without going to the tip. Using the excimer laser intracardiac lead removal system 14f, the tip came off after removing the adhesion under the clavicle, and the removal was successful. After that, the removal of the rv lead was started. I inserted the lldez, but it did not advance to the tip and locked up to the front of the v coil. I used the excimer laser intracardiac lead removal system 14f, but I changed to the excimer laser intracardiac lead removal system 16f because the progress stopped near the coil, but I could not pass. Cook's evolution 13fr and bf steady sheath were used. I crossed the coil, but I advanced about 3 cm probably because of the adhesion with the ra lead. At that time, the patient's blood pressure gradually dropped, interrupting her procedure and confirming pericardial fluid in the epicardium by portable echo. The bridge was detained just in case. She was the contrast using the guiding while drainage, but the cause of her heart tamponade was not found. After waiting for recovery while transfusing blood, the remaining ra reed was removed when the blood pressure reached about 70. The lead was cut just before the in nominate, so I went to grab it with a snare and removed it. Removal of all lead has been completed by this. The patient was transferred to the postoperative ICU. There was no problem with the equipment used during the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).